Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, dizziness, headache, nausea, vomiting, asthma (new or worsening), kidney disease/toxicity, and lung disease. Medical intervention was not specified. The patient alleges the device contains mold and has a strange odor. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.